Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent interrogation with provided rf (radio frequency) head. Rf head uplink functional tests found out of specification; rf head cable found out of electrical specification. (B)(4)

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.